Manufacturer narrative:
The insulin pump alarmed after battery change due to faulty component on the interface board. The insulin pump functioned properly during rewind, basic occlusion, occlusion, prime, excessive no delivery and displacement test. No motor error alarm or a17 alarm noted during testing. The motor was tested outside the device and passed motor test. The insulin pump passed self-test and all operating current was normal. The insulin pump was received with minor scratched display window, cracked case at the display window corners and cracked reservoir tube lip. The insulin pump was returned without the original pump belt clip and no damage was found on the belt clip slot noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they received motor error alarms. The customer also reported that they received external ram error alarms and unexpected restart alarms. The customer's blood glucose was 212 mg/dl at the time of incident. The customer stated that the drive support cap appeared normal. The customer stated that they were able to rewind the insulin pump. The customer stated that the insulin pump was not exposed to high magnetic fields. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.